Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were 186 meter to 283 lab. Tests were done within 30 minutes with a difference of 2 mg/dl per minute and 26%. Patient did not experience any adverse events. No further information has been reported.